Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
H11. Corrected data: updated section h6 (result, conclusion).

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. It was learned through reviewing received medical records that the patient developed an aortic insufficiency as a complication of the implant of the valve at the mitral position. The patient underwent an unplanned aortic valve replacement with a 25mm valve. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that procedural related factors contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards learned through the implant patient registry that after the implant of a 27mm valve in the mitral position, aortic insufficiency was noticed, caused by the noncoronary leaflet being entrapped by a suture. While removing the suture, the leaflet tore due to calcification on the leaflet. The native aortic valve was excised and replaced with a 25mm valve. There was a small perivalvular leak in the right coronary cusp of the aortic valve; however, it did not look very significant. The patient expired on pod #1. The cause of death was hypoxemic respiratory failure.